Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. Patient has treated with food and glucose tablets. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Tthe customer did not troubleshoot and did not send the product back for analysis.